Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Pinnacle ppf and medical records received. Ppf alleges pseudotumor, metal wear and metallosis and elevated metal ions. After review of medical records, patient was revised to address left total hip arthroplasty, metal on metal adverse reaction or pseudotumor. Clinical notes stated that patient experienced dislocations and persistent instability. Doi: (B)(6) 2009, dor: (B)(6) 2014, (left hip). Bilateral patient see (B)(4) for right hip.